Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal full covered stent was used in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2014. This was to treat a 4cm mid-esophageal stricture due to lung cancer. According to the complainant, the patient's anatomy was tortuous and was not dilated prior to the procedure. Reportedly, the stricture was very tight and the patient's condition was unstable, very ill and malnourished. The physician also noted that the patient¿s stability going into the procedure was compromised. During the procedure, the stent perforated through the right side of the esophagus, proximal to the lower gastro-esophageal sphincter and the stent was fully deployed through the esophageal wall. The physician removed the stent and the perforation caused air to go to the chest cavity and the patient died. According to the physician, removing the stent following the perforation contributed to the patient's death.